Event description:
It was reported that the cd small aseptic battery could not be charged. This resulted in a 30 minute delay in a procedure. The case was completed successfully and there were no adverse consequences associated with this event.

Event description:
It was reported that the cd small aseptic battery could not be charged. This resulted in a 30 minute delay in a procedure. The case was completed successfully and there were no adverse consequences associated with this event.

Manufacturer narrative:
During device evaluation the battery was found to be unconditioned, which is the probable cause of the battery not being able to charge. The device was discarded by the manufacturer.